Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes, did the patient require revision surgery or hardware removal? -- unknown, patient status/ outcome / consequences --, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: -- unknown, is the patient part of a clinical study -- unknown. Additional information has been requested and received. What is the procedure name? Dermabond advanced. ¿ what is the procedure date (dd/mm/yyyy)? (B)(6)2024. ¿ what date did the reaction occur on (dd/mm/yyyy)? (B)(6)2024. ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. No product removed as product gradually dissolved by itself. (In the picture). ¿ if medication was required, please clarify if it was prescription strength. 0.01% ta cream. ¿ can you identify the lot number of the product that was used? Tlbjsk. ¿ what is the most current patient status? Still got darken area around the wound. ¿ was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? N/a. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) dr. (B)(6). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Name of surgery? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and topical skin adhesive was used. Patient skin at that area that apply adhesive experienced skin allergy, skin redness and get more darker. The reaction spread out to area around the wound. Applied 0.01% ta cream. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: a3a, a6. Additional information has been requested and received. Name of surgery? Breast augmentation. Was any surgical intervention performed? Yes, after doctor close the wound with suture, he applied dermabond. Were any cultures taken? Results? None. Please describe how was the adhesive was applied. After doctor closes patient's wound, he applied dermabond gently on patient's skin with dry and hemostated. What prep was used prior to, during or after adhesive use? Prior use: gauze wipes to clear the surface. After use: no, and patient was informed to stay away from water/ no bath. Was a dressing placed over the incision? If so, what type of cover dressing used? No other dressing being used. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No, doctor aware of this and has been asked patient. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Yes, by hospital officer before the surgery. Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) n/a but she is 30s and chinese. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? She had her nail extensions. Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No update patient symptom to be addressed, he thinks that our dermabond had many allergic reactions a lot. And suggest to change the formula of this current version to be less allergy. And suggest to patient to use moisturizer + ta 0.1% for 7 days to minimize allergic reactions. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.